Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that during a surgical procedure conducted at the user facility small black pieces were coming out of the device. Also, during equipment testing conducted at the manufacturer facility it was reported that a bearing disassembled and a piece of metal fell out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility small black pieces were coming out of the device. Also, during equipment testing conducted at the manufacturer facility it was reported that a bearing disassembled and a piece of metal fell out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.